Manufacturer narrative:
Additional information was received on 26-oct-2023. The section where the issue occurred was the hemostatic valve. The issue was leakage. The hemostatic valve did not dislodge inside the hub and did not dislodge outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was not used on the patient. No air entered the patient¿s body. No patient consequence. Blood return was observed. A few drops of blood was lost, but the exact amount is unknown. Additional clarification was requested to clarify if the device was used on the patient for the discrepancy provided in the reported event and additional information provided. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 26-oct-2023, noted a correction to the 3500a initial report. G3. Date received by manufacturer was processed in error as 02-oct-2023 and it should have been processed as 03-oct-2023.

Manufacturer narrative:
In the 3500a follow-up #1 it was reported, ¿additional clarification was requested to clarify if the device was used on the patient for the discrepancy provided in the reported event and additional information provided. However, no further information has been made available.¿ additional information was received on 30-oct-2023 clarifying that the sheath was being used on the patient. Additional information was received on 09-nov-2023 providing the lot number. Therefore, updated d4. Lot, d4. Expiration date and h4. Device manufacture date fields. The bwi product analysis lab received the device for evaluation on 03-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The smarttouch sf catheter was pulled out of the sheath and reverse bleeding occurred. The incident occurred one hour into the procedure. The sheath continued to be used and the procedure was completed. The hemostatic valve itself was not broken. There were no patient consequences, and no treatment was required. The device evaluation was completed on 22-nov-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and there was a leak in the hemostatic valve. It was reported that a smarttouch sf catheter was pulled out of the sheath and reverse bleeding occurred. The incident occurred one hour into the procedure. The sheath continued to be used and the procedure was completed. The hemostatic valve itself was not broken. Additional event information was received indicating that the hemostatic valve did not dislodge inside the hub or outside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. There were no patient consequences, and no treatment was required. The blood loss was reported to be a few drops, but the exact amount is unknown.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).